Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2016 due to hernia recurrence. It was reported that the patient experienced pain, adhesions and small bowel obstruction. No additional information was provided.